Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where all cubies in drawer 5.2 were not detected on the bus, which hindered users from accessing the medication. The customer tried to recover the station by rebooting the station couple of times, but the issue still persists. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the drawer 5.2 malfunctioned due to a defective bearings cage. A field service engineer resolved the issue by replacing the faulty drawer slide rail. The system functioned as intended after the field service engineer troubleshot the device.